Event description:
On (B)(6) 2010, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2010, a computed tomography revealed a type ii endoleak. On (B)(6) 2012, a computed tomography revealed a type ii endoleak. On (B)(6) 2012, a computed tomography revealed a persistant type ii endoleak with approximately 6/5mm of aneurysm growth. No intervention has been scheduled to treat the endoleak or growth.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Please note add¿l devices implanted and related to this event: (B)(4).